Event description:
The patient reported an infection at her cervical implant site. The patient is currently implanted with both a cervical and a thoracic system. The patient is being treated with antibiotics.